Event description:
Additional information: it was reported that patient wanted his pump "cut off" since he had not been using it for a couple years, since 2010. The patient stated "they have been trying to cut it off but they don't know why they haven't been able to cut it off". The patient's spinal surgery occurred in (B)(6) 2009 and was unrelated to the pump. The catheter was intentionally clipped during the surgery. Following the catheter cut the patient chose not to go through the surgery to repair the catheter and put another pump in since the current pump was "getting older".

Event description:
It was reported the catheter was fractured. The catheter was cut during spinal surgery. The pump was at 0.0ml; low reservoir. An empty reservoir alarm occurred. Elective replacement indicator was two months. The pump was not filled and was not going to be filled/used again. The pump was delivering saline. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was in auto accident in (B)(6) 2011 that was followed by severe pain. The patient then had 2 back surgeries. One of the surgeries they had to fuse a disc. During this procedure, they discovered the catheter was leaking. It was also stated, "it was leaking out of patients back". The healthcare professional (hcp) was reported to have stated, "the tissue was cheesy and there was fluid coming out of that spot". They "filled it a couple of times and put some dye in it", and they never replaced the catheter. They cut the catheter. The patient went back on oral medication because the pump had not helped the patient since the accident.

Event description:
Additional information received reported that the patient's pump remained implanted without medication. The patient had an appointment planned for (B)(6) 2012 with the healthcare provider, and desired the pump alarm to be turned off. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products:catheter: model# 8596, serial# (B)(4), implanted: (B)(6) 2005, explanted:unk. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).